Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that a patient underwent a plif procedure from l5 to s1 to treat grade 1 spondylolisthesis. At an unknown time post-operatively, it was discovered that the screw at s1 was broken. The patient is reportedly doing well and no revision has been scheduled at this time.